Manufacturer narrative:
Section a2: mean age 68.45±6.38 section a3: 62% of the patients were female sections a4, a5: information unknown/not provided. Section b3: date of event: exact dates not provided. Article acceptance date is january 31, 2023. The study was conducted for surgeries performed between january 2005 and december 2007. Section d4 - serial number: unknown/ not provided section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI number: unknown, as product serial number was not provided. Section d6a - implant date: unknown/ not provided section d6b - explant date: n/a, device remains implanted. Section e1 - telephone number: (B)(6) section h3: the devices were not returned for analysis. The serial numbers were not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as the serial numbers were not provided. Section h6 - health effect - clinical code: 4581 no code available (device dislocated) citation: rosa giglio article: bilateral implantation of multifocal intraocular lenses: 10-year follow-up . Klin monatsbl augenheilkd 2023; 240: 426¿434 doi 10.1055/a-2031-2556 issn 0023-2165 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: bilateral implantation of multifocal intraocular lenses: 10-year follow-up a retrospective comparative study was done to evaluate and compare the long-term results after bilateral implantation of different multifocal intraocular lenses (miols). A total of 42 patients underwent cataract surgery with bilateral miol implantation. The patients were divided into 5 groups: group 1 received a refractive rezoom ngx1 intraocular lens (iol) (n=5 patients; amo), group 2 a diffractive acrysof restor sa60d3 iol (n=6 patients; alcon), and group 3 a diffractive tecnis zm900 iol (n=10 patients; amo). Group 4 and group 5 were implanted using the mix and match approach with refractive rezoom-diffractive restor iol (n=10 patients) and refractive re-zoom-diffractive tecnis zm900 iol (n=11 patients), respectively. At 10 years post-op, it was reported that posterior capsular opacification (pco) occurred in 15 eyes implanted with rezoom and in 4 eyes implanted with the zm900. All patients with pco underwent ng:yag (neodymium yttrium aluminum garnet) laser capsulotomy. In group 3 (tecnis zm900), there was one case of iol dislocation. Spectacle dependence was reported in 70% of patients in group 1 (rezoom ngx1), 40% in group 3 (tecnis zm900), 30% in group 4 (rezoom-diffractive restor), and 36.4% in group 5 (re-zoom-diffractive tecnis zm900). None to minimal photic phenomena (halos/glare) were reported in 60% of patients in group 1, 77.8% in group 3, 55.6% in group 4, and 70% in group 5. Moderate photic phenomena (halos/glare) were reported in 20% of patients in group 1, 22.2% in group 3, 11.1% in group 4, and 10% in group 5. Severe photic phenomena (halos/glare) were reported in 20% of patients in group 1, 33.3% in group 4, and 20% in group 5." This report is for the lens tecnis zm900. A separate report is being submitted for the lens rezoom ngx1. A copy of the article is attached to this report.